Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review indicated no other complaints have been received on this lot number. This complaint has been confirmed for hemolysis based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Customer recommendation: it is recommended that the customer¿s reported centrifugation conditions be reviewed in terms of bd¿s IFU for this product. The optimal centrifugation conditions for this product are: 4000 rcf(g) for 3 minutes although alternatives are specified. Additionally, specimens should be gently and completely inverted 5 times immediately following collection. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Over or under filling plasma tubes will result in an incorrect blood to additive ratio and may lead to fibrin formation. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. A review of specimen handling parameters should be reviewed for this tube type. See h.10.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was hemolysis. The following information was provided by the initial reporter: *** - quantity affected; r: between 50 and 60; - was there any impact to patients and/or health professionals: r: erroneous dosage when in comparison with the heparin tube; - were there consequences or was medical intervention required? R: no; - was it a difficult venipuncture? R: no; - was there any ¿probing" at the venipuncture site? R: no; - what size needle gauge was used? R: the needle for daily usage, vacutainer system; - how long did it take to fill the tubes? R: the usual, with vacutainer system; - was the blood collected with a needle and syringe? R: no; - was the blood, if transferred from a syringe, forced into the tube? N/a - was the blood collected through a catheter/IV? What was the gauge of the catheter? R: no; - was a discard tube collected if collecting from a catheter or IV line? R: no; - were all components of blood collection equipment compatible (e.g., fit together securely without the possibility of drawing air or causing frothing of the blood)? R: yes, the vacutainer system; - was the antiseptic used to cleanse the site allowed to dry before the venipuncture? R: yes; - how long was the tourniquet left on the arm during venipuncture? R: the usual; - was there any moisture present in the tube? Did water, or other solutions, enter the tube? R: no; - was the sample exposed to heat or cold? R: no; - does the patient have a condition that may cause hemolysis? R: no, there were so many patients; - were all the tubes from this patient hemolyzed? R: no, only the glucose tube; - was there a comparison of various samples from the same patient? R: no, the routine is to draw only one glucose tube per patient; - are the hemolyzed specimens flagged by a number of lab staff, or by a few individuals? R: 3 or 4 individuals have flagged it; - how are the tubes being mixing (gently or vigorously)? R: gently; - was the sample transported through a pneumatic tube system? R: no.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was hemolysis. The following information was provided by the initial reporter: quantity affected; r: between 50 and 60; was there any impact to patients and/or health professionals: r: erroneous dosage when in comparison with the heparin tube; were there consequences or was medical intervention required? R: no; was it a difficult venipuncture? R: no; was there any ¿probing" at the venipuncture site? R: no; what size needle gauge was used? R: the needle for daily usage, vacutainer system; how long did it take to fill the tubes? R: the usual, with vacutainer system; was the blood collected with a needle and syringe? R: no; was the blood, if transferred from a syringe, forced into the tube? N/a was the blood collected through a catheter/IV? What was the gauge of the catheter? R: no; was a discard tube collected if collecting from a catheter or IV line? R: no; were all components of blood collection equipment compatible (e.g., fit together securely without the possibility of drawing air or causing frothing of the blood)? R: yes, the vacutainer system; was the antiseptic used to cleanse the site allowed to dry before the venipuncture? R: yes; how long was the tourniquet left on the arm during venipuncture? R: the usual; was there any moisture present in the tube? Did water, or other solutions, enter the tube? R: no; was the sample exposed to heat or cold? R: no; does the patient have a condition that may cause hemolysis? R: no, there were so many patients; were all the tubes from this patient hemolyzed? R: no, only the glucose tube; was there a comparison of various samples from the same patient? R: no, the routine is to draw only one glucose tube per patient; are the hemolyzed specimens flagged by a number of lab staff, or by a few individuals? R: 3 or 4 individuals have flagged it; how are the tubes being mixing (gently or vigorously)? R: gently; was the sample transported through a pneumatic tube system? R: no.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.